Manufacturer narrative:
Product analysis summary: the stent was stretched with the distal wraps extending over the distal tip. The proximal to mid stent wraps were intact. The mid to distal wraps were stretched and deformed. The first two distal wraps were intact. The distal tip was damaged. Image review summary: a series of four still images capturing the left and right coronary vessels were provided by the account. It was not possible to identified the lesion site from the images of the rca. Two photos were provided showing the deformed stent and the shelf carton label. Com code: (B)(4). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavor sprint drug eluting stent to treat a severely tortuous, severely calcified lesion with 99% stenosis in the distal rca. The lesion was pre-dilated. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that the stent failed to cross the lesion and stent deformation occurred during advancement/positioning. The lesion was then further dilated by 1.25*15mm \ 2.5*12mm balloon and a guiding catheter and double guide wire used to implant a new medtronic stent. There is no patient injury.